Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the 5.0mm locking screw slf-tpng with t25 stardrive recess 55mm was received at us cq. Upon visual inspection, no issues were observed with the returned device. Document/specification review the following drawing revision was reviewed based on the manufactured date of the device investigation conclusion: this complaint is not confirmed as no defects were identified with the complaint device. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot - a manufacturing record evaluation was performed for the not sterile/ finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2021 the patient underwent the removal of a fractured locking compression plate (lcp) and new osteosynthesis with an equivalent plate. The patient was also implanted with a cortical bone slab (allograft) and cerclage is made with two (2) wires from the 1.7 cable system. A 12-hole plate with 12 screws was removed and a 12-hole plate with 11 screws was implanted. Some of the screws were reused. On (B)(6) 2021 the patient had originally been implanted with a plate that had also failed (unsure of the plate or manufacturer). The patient had a hip replacement surgery on the same side as the fracture. Concomitant devices: unknown cerclage wire (part #: unknown, lot #: unknown, qty.2). Unknown screws (part #: unknown, lot #: unknown, qty.7). This report is for (1) 5.0mm locking screw slf-tpng with t25 stardrive recess 55mm. This is report 3 of 6 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.